Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. Testing of prism (B)(6) lot 43866li00 could not be performed as this reagent lot expired on 02 may 2015. Two returned samples ((b)(8)) were received and tested with prism (B)(6) reagent lot 63104li00 (since the lot used by the customer expired). The results were 0.20 s/co for ID (B)(6) and 0.38 s/co for ID (B)(6). Since both samples were (B)(6) with the prism (B)(6) assay we could reproduce the observation made by the customer. Further supplemental testing was then performed. Vidas (B)(6) and diasorin liaison (B)(6) assays were (B)(6) for both samples. Mikrogen recomline blot detected the bands core 1 (+) and core 2 (+/-) for sample ID (B)(6) and the result was borderline. Mikrogen recomline blot detected the bands core 1 (2+) and core 2 (+/-), helicase (+/-) and ns3 (+/-) for sample ID (B)(6) and the result was borderline. Innolia score detected the bands c1 (+/-) and ns4 (1+) and the result was (B)(6) for sample ID (B)(6). Innolia score detected the bands ns3 (1+) and the result was indeterminate for sample ID (B)(6). In conclusion supplemental testing results were discrepant. Therefore, the (B)(6) antibody status is unclear for both samples. Analytical sensitivity was evaluated using lot 63104li00 with five members of a sensitivity panel and the positive run control on one prism analyzer. All results met specifications. Clinical sensitivity was evaluated using this same lot with two commercially available seroconversion panels. All results met specifications. The prism (B)(6) assay package insert contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The product is performing as intended and no product issues were identified. As an adjunct to the reagent evaluation, the service history for abbott prism analyzer serial number (B)(4) was reviewed and did not identify any service-related instances that could have contributed to the customer observed issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. (B)(4).

Event description:
On 06 april 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism (B)(6) results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) coi results of 14.16 / 14.70 / 14.17. The sample was then sent to the (B)(6) for confirmatory testing where the sample generated nonreactive results with the innotest methodology, (B)(6) with the architect (B)(6) assay and architect (B)(6) core ag assay with indeterminate immunoblot results (ns3 +/-). (B)(6) then pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2015 and generated (B)(6) results with the prism (B)(6) assay (lot 43866li00) and with the nat methodology. This sample was then tested on the cobas platform and generated a (B)(6) result of coi 15.24. Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot methodology and was indeterminate: ns3 +/-. Red blood cells were distributed from this donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.